Event description:
The patient was transplanted on (B)(6) 2021, due to device issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. The submitted log file captured transient pump stoppage events on (B)(6) 2021 and (B)(6) 2021 with associated low speed advisory/ hazard and low flow hazard alarms. In addition, one transient low speed event associated with a low speed advisory alarm was captured on (B)(6) 2021. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the system was powered by a power module. Based on past experience with the heart mate ii lvas and similar reported events, the log file data appears consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The distal portion of the driveline measuring approximately 35¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Evaluation of the sealed inflow conduit and outflow elbow revealed no evidence of laminated or denatured depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. The outer jacket, bionate layer, and metal braided shield were carefully removed to examine the underlying wires. Visual inspection of the pump end segment of the driveline revealed a breach to the insulation of the orange wire adjacent to the pump housing and a breach to the green wire approximately 2.25¿ from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed an additional breach on the distal segment of the driveline to the yellow wire approximately 5.75¿ from the pump housing. Although a specific cause could not conclusively be determined, all of the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the orange, green, or yellow wires contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed and pump stoppage events that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of any two wires from different motor phases contacted the braided shield simultaneously while the patient was connected to battery power or the power module with an ungrounded patient cable. Incidental findings: upon disassembly of the device, a red deposition was observed surrounding the inlet bearing cup within the distal side of the inlet stator. A specific cause for the development of this formation and an exact duration for which it was present within the pump could not be conclusively determined through this evaluation. This deposition would not have contributed to the low speed operation or pump stops events confirmed via the submitted log file. The driveline appeared twisted approximately 2.5¿ ¿ 5.5¿ from the controller connector and rescue tape was observed approximately 5.5¿ ¿ 15.5¿ from the controller connector. Removal of the rescue tape revealed bunching of the outer jacket and several superficial cuts to the outer jacket approximately 6.5¿ ¿ 15.5¿ from the controller connector. A specific cause for the observed damage could not conclusively be determined through this evaluation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. B, and patient handbook, rev. C, are currently available. Section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were low speeds and pump stops when connected to power module. A nongrounded patient cable was requested. The patient was already listed for heart transplant and was bumped to high urgency list.